Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had lost therapy after they had an MRI last month. The caller stated the patient felt a burning, hot sensation that was uncomfortable in their buttock when the stimulation was on. The device was currently off, but the caller would like a manufacturer¿s representative to come check the device to continue. The caller stated they had changed the patient¿s programmer and none of them work. The caller was redirected to a healthcare provider to discuss the symptoms and to page a representative. No further complications were reported.